Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the nitinol inserter broke when deploying anchor.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the cinchlock did not exhibit any pull wire breakage. However, the anchor did not deploy correctly from inserter. The peek expansion cylinder is supposed to stay in the anchor after deployment, and is necessary in order to retain the suture from slipping. This means that the surgeon ripped through the anchor wall during cinching. Once the suture rips through the anchor wall, the wall has been compromised and the hard stop which is designed to stop the expansion cylinder from pulling all the way through the anchor has been greatly weakened. So, when the surgeon goes to deploy the anchor, the expansion cylinder moves proximally, as designed, but continues to pull all the way through the anchor body, instead of stopping and properly pinching the suture in place. The probable root cause for the reported failure involving this device could be due to excessive cinching/pulling of the suture. (B)(4).

Event description:
It was reported the nitinol inserter broke when deploying anchor.